Manufacturer narrative:
This device is available for analysis but has not yet been received. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
It was reported that the outback elite re-entry catheter tip were breaking off when advancing through the destination sheath up and over on a non cordis guidewire. There were no patient injury. This is the second one in about a month. I still have the other failed device at my desk so I will hold on to both for you to pick up.

Manufacturer narrative:
It was reported that the outback elite re-entry catheter tip broke off when advancing through a destination sheath up and over on a non-cordis guidewire. There is no reported patient injury. Multiple attempts have been made to obtain additional information and the requests have been unsuccessful. The product was not returned for analysis. Review of lot 17640842 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. The product instructions for use (IFU) instructs the user to always visualize tracking of the tip over the aorto-iliac bifurcation. It further recommends that if strong resistance is felt during catheter manipulation/delivery, determine the cause of the resistance before proceeding further. Excessive rotation, bending or kinking of the outback catheter may affect its performance. Tracking the outback through an acute vessel angle, such as the aorto-iliac bifurcation, may contribute to the reported events. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time.